Event description:
Customer reported via phone call that she stopped using the insulin pump during pregnancy and was now trying to change the settings when the insulin pump restarted and alarmed displayable history check failed on startup. Blood glucose value was 147 mg/dl. Customer stated that a temporary basal was not programmed before the alarm. Customer stated the insulin pump was stored for an extended period of time without a battery and alarm did not occur during normal use. The alarm history showed battery out limit, weak battery, unexpected restart alarm, external ram error alarm and three displayable history check failed on startup alarms. Customer was advised to replace the insulin pump due to having multiple error alarms. Customer was unable to continue the call and stated that she had to hang up.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.